Event description:
On june 22, 2007, it was reported to boston scientific corporation that, an injection gold probe hemostasis catheter was used to treat a gastrointestinal bleed. According to the complainant, the initial injection was successful, however, the needle would not fully retract after this injection. The physician attempted to perform a second injection; however, according to the complainant, "the needle was hard to get back out of the sheath." It was further reported that, "upon removal of the device, the scope was punctured." Follow up information obtained by bsc revealed that, "the physician was able to get enough epinephrine in to hold the bleed, but couldn't stop it." According to the complainant, the physician sent the patient to ICU to receive a blood transfusion, [which is] "standard procedure" and for monitoring; the [gold probe hemostasis] case was repeated successfully at 3:00am." At the time of bsc's follow up with the complainant, the patient's condition was reported as "stable."

Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, a device evaluation will not be performed. The relationship between the device and the event is undetermined. The june 2007, 15-month injection gold probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A CAPA is currently in progress to further investigate injection gold probe needle retraction problems.